Event description:
During a kit inspection on (B) (6) 2009, the sales representative identified that the incompass universal driver had bent prongs. The representative identified the malfunction during kit inspection. The malfunction has been associated with an adverse event in the past. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending.